Manufacturer narrative:
There was no indication of a performance issue with the electrode since the qc was within the ranges. No issue was observed with the calibration on the date of the event. The field service engineer tested the analyzer and found no contamination. He verified that the instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The potassium electrode expiration date was not provided. The cobas ise module serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable potassium electrode results for 1 patient sample tested on a cobas 8000 cobas ise module. Initial result: 5.1 mmol/l. The physician questioned the initial result, and the sample was then repeated. Repeat result: 4.5 mmol/l. The repeat result was deemed to be correct.